Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6); product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. Symptoms of pain, discharge, pus and redness were noted on both incision sites and the patient was experiencing chills. The physician believed that the infection was device and procedure related. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and discarded by the medical facility.

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. Symptoms of pain, discharge, pus and redness were noted on both incision sites and the patient was experiencing chills. The physician believed that the infection was device and procedure related. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and discarded by the medical facility. Additional information was received that the patient was placed on antibiotics.